Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This has been a gradual increase. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This has been a gradual increase. Boston scientific technical services (ts) was consulted and further testing was recommended. Further information was received that a synchronized commanded shock/ non-invasive programmed stimulation (nips) was performed. During the 41j delivery, measurements greater than 125 ohms were obtained. The physician elected for nips. A 41j shock failed to convert the arrhythmia, therefore, the patient needed to be externally shocked to terminate the episode. A lead revision was scheduled. According to medical records, this lead was surgically abandoned and replaced. This no additional adverse patient effects were reported.